Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during manufacturing. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4). Medical records were received and reviewed. Physician notes state the patient¿s peritonitis was likely from the peritoneal dialysis catheter. The peritoneal dialysis catheter was not a fresenius manufactured product. There was no documentation in the medical record that indicates there was a causal relationship between the liberty cycler and the patient¿s peritonitis. Medical records support the peritonitis was from the peritoneal dialysis catheter.

Event description:
A peritoneal dialysis patient presented to the hospital for significant hypoglycemia. Prior to coming to the hospital, the patient had a finger stick of 22 and was administered an ampule of d50. There was confusion with the patient regarding prescribed insulin dosage. The patient has experienced two episodes of hypoglycemia since an apparent change in the patient¿s insulin orders. In addition, the patient¿s peritoneal dialysis catheter was found to be non-functioning and was discontinued. The patient¿s peritoneal dialysis catheter and peritoneal dialysis fluid were tested. The peritoneal dialysis fluid grew (B)(6) and the patient was started on intravenous vancomycin. The patient had a right intrajugular hemodialysis catheter placed and continued on hemodialysis. The patient was discharged with the following diagnosis: peritonitis secondary to peritoneal dialysis catheter with (B)(6); malignant hypertension; uncontrolled diabetes; protein malnutrition; pain syndrome.

Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported a patient was diagnosed with peritonitis on (B)(6) 2015. The patient was still currently in the hospital. The pdrn stated she did not know the cause of the peritonitis. The patient did not report any touch contamination issues.